Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter and device information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, high definition lcd monitor had no image on the tower. The customer indicated that the monitor has power, the main monitor was working at the time of the event, and the slave monitor had been working recently. The customer reported that an unspecified cable was not correctly connected to the monitor and the issue was resolved after securely connecting the cable. There was no report of patient injury or medical intervention associated with this event.